Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 11-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3.1 was not detected on the bus. The field service engineer (fse) found failure was caused by a loose connection on the row board cable. The row board cable was disconnected and reconnected to the drawer control board and cubie trays. After securing the connections, the station was powered back on. Functional testing was performed in both the hardware test application and the drawer operated successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, all cubies from the drawer 3.1 were failed and not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.